Event description:
Spontaneous. Pt reports they are currently getting a high pressure alarm on cadd legacy pump. Pt states they performed a cassette change and swapped to their back up pump and then that pump started to alarm, with high pressure. Pt confirmed all damps were open, tubing attached correctly, no kinks in tubing. Rph advised pt to disconnect tubing from central line and swap to other pump to see if issue continues. Pt unsure if tubing was fully primed as high pressure alarm went off as it was priming or just after it finished priming. Rph advised pt to try to prime the line again after the cassette was placed on the back up pump. Pump began to alarm as pt started to prime. Pt confirmed all damps on tubing were open. Rph advised pt to swap out tubing; patient did. New tubing primed without issue and infusion was resumed successfully. Issue caused by tubing. Unknown lot number and expiration date of the tubing. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? - no. If yes, was any medical intervention provided? - n/a. Is the actual product available for investigation? - no. Did pharmacy replace product? -no. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Reported to cvs/caremark by: patient/caregiver.